Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speed band super view super 7 device was used in the esophageal veins during an endoscopic varices band ligation procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the pulling loop was pulled; however, the band could not be deployed. Reportedly, the device was removed, and the procedure was completed with another speed band super view super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophageal veins during an endoscopic varices band ligation procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the pulling loop was pulled; however, the band could not be deployed. Reportedly, the device was removed, and the procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: device code 2610 captures the reportable event of bands failed to deploy. Block h10: investigation results the returned speedband superview super 7 device, and visual evaluation noted that the trip wire was secured in the handle assembly slot when received and it was partially rolled in the handle assembly. However, the trip wire was returned cut. Further analysis noted that the evidence of trip wire cut was likely to remove the device from the scope. This condition is not considered as an issue of the device. The crimp was present on the tripwire. It was observed that the slack was not removed properly while the suture loop was intact. The suture was attached from the ligator head and to the trip wire but it was still observed intact. Additionally, the bands were returned attached on the ligator head; however, these bands had overlapped and were damaged. The ligator head teeth were damaged while the suture hole was intact. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No damage observed to the handle assembly and no other issues with the device were noted. The observations such as; bands overlapped and damaged, and ligator head teeth damaged confirm the deployment failure that was reported. Additionally, the ligator head teeth bent indicate that the component was submitted to tension forces during the use of the device and this could have affected the bands deployment activity leading to an improper deployment of the bands. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU) and product labeling. The visual assessment identified that the slack was not removed properly as mentioned in the instructions for use. Not securing the trip wire in the handle slot could have cause the wire to slip during deployment, leading to the failure to pull the slack out of the trip wire because of the lack of tension. Based on the condition and evaluation of the returned device, this failure is likely related to misuse of the device without any design or manufacturing issue. Therefore, the most probable root cause is failure to follow instructions.